Manufacturer narrative:
The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop idle current test and run current test were in specification. The motor was tested outside of the device and passed. No unexpected motor error alarms or excessive no delivery alarms noted during our testing. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer received no delivery alarms every day. The insulin pump also alarmed motor error. The customer tried all remedies. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.